Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event, and no nonconformities were found.

Event description:
It was reported to nevro that the patient had acquired a (B)(6) infection at the ipg site following the implant procedure. In addition, the patient also developed meningitis. The patient was hospitalized and provided IV antibiotics. The device was explanted and the patient was treated with a wound vac. Follow up report indicated that the patient is still recovering from the surgery. There is no report of further complication.